Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose readings were inaccurate. The customer experienced a sensor glucose in the 80 mg/dl range despite a blood glucose of 385 mg/dl. The customer also had a sensor glucose in the 50 mg/dl and 60 mg/dl range despite a blood glucose of 104 mg/dl. The customer's blood glucose had also risen to as high as 400 mg/dl. Troubleshooting for the high blood glucose did not occur. However, troubleshooting for the sensor inaccuracy was completed but was inconclusive. The sensor was not returned for analysis.